Event description:
Our firm received a call from the patient's mother on (B)(6) 2013, requesting reimbursements for 2 boxes of lenses due to her son having a reaction to the contact lens (cls) material while wearing the lenses in question. This report is for the patient's left eye and is being reported due to the aggressive treatment from the patient's eye care professional (ecp). The patient's mother states that her son changed his cls every 2 weeks, she also states that her son did not sleep in the lenses. The lenses that the patient wore at the time of the event were discarded and not available for evaluation, but the lot number was reported. The patient's mother states that the type of disinfecting solution is unknown. Medical records received from the patient's ecp on (B)(6) 2013: (B)(6) event for 2012, was only for os. Date of visit: (B)(6) 2012. Chief complaint: woke up yesterday with red painful eye, slept in contact lenses last few days. Redness, pain. Location: os; quality: throbbing, fuzzy; duration: one day; timing: constant; aggravating: bright lights; associates signs and symptoms: redness, swelling, pain. Exam: corrected va: os: 20/40; lid: os: normal for age; pupil os: perrl, negative apd, miotic; conj os: hyperemia 4+; cornea os: subepithelial infiltrates; anterior chamber os: deep and quiet; iris os: normal pupil size and shape; lens os: clear; anterior vitreous os: clear. Impression: hyperemia of conjunctiva-os-new; unspecified keratitis os-new; corneal edema os-new medications: vigamox 0.5% 1 drop q 1 hour while awake for 48 hours, then qid os. Discussion: reviewed and discussed conjunctivitis pdf with patient. Plan: patient reassurance; continue vigamox q2 hour x 24 hours then qid. Rtc 1 day if no improvement, otherwise 4 days or prn. Date of visit: (B)(6) 2012: chief complaint: follow-up medical. Problem: location: left eye, feels better. Current medications: vigamox 0.5% 1 drop q 1 hour while awake for 48 hours, then qid left eye. Date: (B)(6) 2012. Exam: corrected va: os: 20/30. Anterior segment exam: os conj: hyperemia; cornea os: subepithelial infiltrate; anterior chamber os: deep and quiet; iris: os: clear; lens os: clear; anterior vitreous os: clear. Impression: hyperemia of conjunctiva os-new; corneal edema, unspecified os-new; unspecified keratitis os-new. Plan: lotemax 0.5%-1 drop qid both eyes. The contact lens technician at the patient's ecp's office verified that the patient did not return for follow-up after the (B)(6) 2012 visit until (B)(6) 2013.

Manufacturer narrative:
Device labeling for reuse. Method - device not returned. No evaluation will be performed. Conclusions - no conclusion can be drawn. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b009k93 was produced under normal conditions. If additional medical or product information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive franchise review meetings.